Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 8392037, 510k # k031967was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that after close the patient at a spinal procedure to implant posterior fixation system at l4-l5-s1 (only right side)-iliac, loosening of the connection between a screw and the connecter of right iliac was confirmed by the images. The incision was re-opened to replace the large sized connecter with an medium sized connecter. The procedure was completed without any further incident. The event did not have any impact on patient outcome.